Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. Investigation summary: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that another line than the scale marking was printed on the barrel. Both samples were examined and one sample exhibited an ink ring printed on the barrel around the 2 unit marking. Unable to perform DHR check for scale marking defective (other line printed) due to unknown lot number. Bd was able to confirm the customer¿s indicated failure scale marking. Root cause for this defect cannot be determined.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: this is a report about a printing issue. According to the customer's report, other line than the scale marking was printed on the barrel.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: this is a report about a printing issue. According to the customer's report, other line than the scale marking was printed on the barrel.